Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported improper shutdown and then turns off which was reproduced during evaluation when the device was only on battery power. A review of the event history log identified one event of improper shutdown messages. An ¿improper shutdown¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. Visual inspection determined the cause to be depressed battery pins. Evaluation also found the alternating current (ac) power cord was broken. The reported condition was verified. The rear case and alternating current power cord were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing a vasopressor when the pump triggered an audio tone ("beep") "once" and then "improper shutdown" occurred; the pump subsequently "turned off". The patient's clinicians found another volumetric infusion pump quickly to resume the infusion therapy of vasopressor. During this incident, the patient experienced hypotension that necessitated remedial treatment (treatment type was not specified). No additional information is available.